Event description:
Attorney reported: 2000 - patient underwent right inguinal hernia repair, during which a perfix plug was implanted. Since the implant surgery pt has experienced swelling and pain in the groin region and limited range of motion. Though no doctor has advised removal or advised that the pt have exploratory surgery, pt has indicated that he is planning on having the plug explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available.